Manufacturer narrative:
Concomitant medical products: optetrak asy,ps cemented femoral, sz 4, (cat# 234-02-04 / serial# (B)(4)). Trapezoid tibial tray sz 4f/5t (cat# 204-04-45 / serial# (B)(4)). Ps tibial inserts sz 4, 11mm (cat# ps tibial inserts sz 4, 11mm / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately 7 yrs postop the initial bilateral tkr, the (B)(6) male patient presented with left mal tracking patella, the insitu implanted patella was worn down to the bone on the lateral side plus a pe exchange was performed at the same time of surgery. The patella removed was an implant from the index surgery. Patient was last known to be in stable condition following the event. The device will not be returned as they were disposed by the hospital.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of the patella tracking laterally against the lateral condyle of the femoral component, which led to wear of the polyethylene patella. However, this cannot be confirmed as the revised components were not returned to exactech for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with undesirable movement of the patella component against the femoral component.